Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce reported error. The fse reseated the optical cable. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, repeated non-recoverable error 40241 occurred. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, site had power cycled the system, but the issue was not resolved. Tse confirmed error 40241 in the logs, which was related to a communication issue between surgeon side console (ssc) #2 and the core. The customer confirmed that all blue fiber cables (bfc) and the power cord were secured. After, the tse had site power cycled the system, but error 23 occurred indicating a loss of communication between ssc #2 and the core. The tse had site turn off ssc #2. The customer was able to continue the procedure with the other ssc. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a bad or dirty blue fiber cable between the core and surgeon side console (ssc). It can be resolved by reseating the blue fiber cable and power cycling the system, if necessary.